Manufacturer narrative:
There was no patient involvement. Sorin group received a report that wye connector of the arterial filter line in the custom perfusion pack broke during set up. There was no patient involvement. The arterial filter line was returned to sorin group for evaluation. Visual inspection of the returned line confirmed that one leg of the wye connector was broken. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the wye connector of the arterial filter line in the custom perfusion pack broke during set up. There was no patient involvement.